Manufacturer narrative:
(B)(6). Complaint conclusion: the device was returned for analysis, but the microcatheter was not returned. The coil was returned separated from the dpu. Approximately the first secondary winding off the ball tip was damaged. The remainder of the coil was undamaged. The coil¿s ball tip had been rotated approximately 90 degrees off the base of the coil. The detachment fiber received heat and melted. The outer sheath surrounding the resistive heating coil also melted extensively. The evidence suggests that the coil¿s ball tip became anchored during the repositioning. This caused the coils non-response during pullback and the ball tip to become rotated off the base. The circumstances of how and where the coil became anchored cannot be determined. The most likely root cause of the unintended detachment was due to the detachment fiber receiving heat and melting. The circumstances of how and when the detachment button was pressed cannot be determined. In addition; without the return of the sl-10 microcatheter used in the procedure; it cannot be determined if this component contributed to the complaint event. Since there was no evidence of a manufacturing issue, no corrective action was taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
It was reported that during re-treatment of as aneurysm neck that had re-grown, the physician attempted to deploy a 3mm micrusphere coil though an sl10 microcatheter. After deploying the first loops of the coil without incident, the physician attempted to retract the coil in order to reposition the deployed loops. However, the coil did not respond to the pull back of the device positioning unit (dpu), and the physician surmised that the coil was not attached to the dpu. The physician removed the entire microcatheter, along with the coil and dpu inside of it, from the patient without further incident. The physician did not make further attempts to coil the aneurysm. The coil was found to be detached and damaged during product analysis.